Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The issue occurred during a posterior lumbar fusion. All pieces of the broken instrument were recovered. The procedure was successful with no injury to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history review attempted for the subject device, lot #566944j06-228/5340511. A service history review cannot be performed as this is a lot controlled item. The manufacture date of this item is 1-oct-2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The subject device has been received and is currently in the evaluation process. Serial and lot number were changed for this device on mar 27, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: torque handle (part 03.620.019 / lot 566944 j06-228) was received with the complaint condition ¿unable to calibrate.¿ the instrument was unable to be disassembled as a casing screw was stripped. Device history record(s) were reviewed for the returned lot number and all prior complaints were deemed to not be related to manufacturing. Torque related complaints were determined to be related to parts not being recalibrated every 6 months as recommended. The returned instrument was returned for recalibration may, 2015. The device was unable to be recalibrated as a stripped screw would not allow the instrument to be disassembled. Tecomet found that the root cause was due to the fact that "the two pins that hold the adapter shaft to the gear have backed out allowing the shaft to turn freely." The fact that the instrument is cannulated which limits the wall thickness for the cross pin to grip. As the returned instrument had not been sent for recalibration after 9 years in the field, wear and tear is the likely cause. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the 10nm torque limiting handle 6mmhxc broke off. The device was not working right before the breakage. The screwdriver shaft t25 straight tip/6mmhxc broke at the tip. The issue occurred during surgery which caused a 5 minute delay. The patient was unharmed. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. Service history review: lot #566944106-122 no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the handle was broken. The repair technician reported the item failed calibration testing. Recalibrate - tested low is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 15-apr-2015. This item failed synthes final inspection and was forwarded to the complaint handling unit on 3-jun-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.